Event description:
The pt was admitted for a procedure in 2008 with lesions in the distal circumflex, the left main and the left anterior descending (lad) branch. The vessel was de novo, bifurcated, moderately calcified and moderately tortuous with 90% stenosis. The lesion was pre-dilated and an intravascular ultrasound (ivus) was conducted. Then a 3.0 x 8mm cypher stent was delivered to the target lesion. However, while the cypher was being inflated, the balloon ruptured at 12atm. The pressure decreased suddenly and blood was flowing back into the inflation device. The physician confirmed that the balloon was ruptured and removed the stent delivery system. Ivus was conducted again and the stent was found to be under-dilated. Therefore, post-dilation was conducted and the cypher was confirmed to be patent. The procedure was safely finished and there was no pt injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.